Event description:
It was reported that the patient saw her doctor on the day of the report and there was a mis-program. The patient stated that when the doctor performed her bolus, she realized that instead of programming 0.245 or 0.249, the doctor programmed 2.49. The patient was at home being watched for overdose. The patient mentioned having the pump removed (please refer to manufacturer report # 3004209178-2012-11194). The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).